Event description:
It was reported that a catheter issue occurred. The 96% stenosed target lesion is located in the moderately tortuous and moderately calcified left anterior descending artery. The opticross imaging catheter was advanced for intravascular ultrasound (ivus) examination of the target lesion. During the procedure, the ivus catheter was kinked and fractured. The procedure was completed with another of same device. No patient complications were reported and the patient condition following the procedure was stable.

Event description:
It was reported that a catheter issue occurred. The 96% stenosed target lesion is located in the moderately tortuous and moderately calcified left anterior descending artery. The opticross imaging catheter was advanced for intravascular ultrasound (ivus) examination of the target lesion. During the procedure, the ivus catheter was kinked and fractured. The procedure was completed with another of same device. No patient complications were reported and the patient condition following the procedure was stable.

Manufacturer narrative:
The device was returned for analysis. Visual inspection revealed the sheath was kinked and that there were no issues with the catheter code board assembly. Visual and microscopic inspection revealed the imaging window was detached near the lap joint section. Microscopic inspection showed the guidewire exit port and the distal section of the tip were in good condition. Impedance testing showed no electrical issues with the device. A test guidewire was inserted and no indication of resistance in tracking the guidewire into the catheter was noted. The catheter was properly recognized by the imaging system when plugged into the motor drive unit and no connection issues or errors were detected during its testing. Based on the evidence, the reported issues of catheter kinked and catheter damaged are confirmed.